Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the gda using a lantern delivery microcatheter (lantern) without an issue. While attempting to deploy a new ruby coil into the target vessel, the physician did not mention feeling any resistance; however, the lantern backed out of the vessel and into the non-penumbra diagnostic catheter that was used for support in the hepatic artery. Consequently, part of the ruby coil started to take shape in the diagnostic catheter. The physician then retracted the ruby coil to reposition it; however, the coil unintentionally detached and migrated into the left and right hepatic arteries. Therefore, the physician used another manufacturer's snare device and guidewire to remove the detached ruby coil from the patient and confirmed through radiographic evidence that the coil was safely removed. The procedure was then completed using the same lantern and non-penumbra coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.